Event description:
The pt reported, she dropped her insulin device and it will not work. She stated that before she dropped the device, the display screen "went half and half". The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.